Event description:
Home care dealer reports that the user said monitor was not alarming for a loose lead condition. The dealer tested the monitor and could not duplicate the condition reported by their customer.